Event description:
When the nurse hung a secondary bag (antibiotic) to run through an alaris pump she noticed that there was fluid backing up into the chamber of the primary line. The nurse reported that the primary line chamber was bubbling and starting to fill up. The infusion was stopped and the tubing was changed. There was no harm to the patient.======================manufacturer response for smartsite infusion set (for alaris pumps), (brand not provided) (per site reporter).======================the manufacturer is currently working with scripps leadership.